Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing the motor device "had a frayed connector cap cable". The event was not related to surgery. There were no injuries or medical intervention associated with this event. There were no user reports filed in association with this event. If any additional information should become available, this notification will be updated accordingly.